Event description:
It was reported that poor separation and erroneous results occurred during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter. "Tubes did not separate properly and there were differing results on the same patient. We have recently had an issue with item #362760, lot #9135784. The site that these had been shipped to had differing results after centrifugation. The tubes were centrifuged at the same time, came from the same patient and did not lead to the same results. Have you guys had any other complaints/issues with these tubes?"

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was observed, and regarding the failure mode for erroneous results it was reported by the customer that the issue was not tube related. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that poor separation and erroneous results occurred during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "tubes did not separate properly and there were differing results on the same patient. We have recently had an issue with item #362760, lot #9135784. The site that these had been shipped to had differing results after centrifugation. The tubes were centrifuged at the same time, came from the same patient and did not lead to the same results. Have you guys had any other complaints/issues with these tubes?"